Event description:
Enduser advised mother advised broke right bracket that connects footplate to chair, enduser mother advised daughter gets excited and tone goes down and causes this issue, no injury, enduser mother could not provide any further information.